Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defects were found. A review of the receiver data log confirmed the reported event of a hardware failure. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.